Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized in the intensive care unit on (B)(6) 2017 with blood glucose of 650 mg/dl. Customer had symptom of high blood glucose; customer had excessive vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days. Customer was wearing insulin pump at the time of hospitalization.